Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: product investigation: service and repair evaluation: the customer reported that the all speeds do not work on the device. Field equipment unit. The repair technician reported that vent and wires were discolored, device did not run in fast forward, forward and reverse condition, rust on motor, debris on barrier, scrapping housing due to patina damage around cam screw opening, replaced stripped motor screw upon re-assembly. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008, synthes lot # 006491, supplier lot # 006491. Release to warehouse date: 31 jan 2017. Manufacturing site: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that on (B)(6) 2024, the all speeds do not work on the device. Field equipment unit. The unit was pulled from the hospital due to performance issues during weekly audit. There was no patient involvement. No further information was provided.